Manufacturer narrative:
As reported, there was no hemostasis when using the mynxgrip vascular closure device. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant remained in its manufactured position which likely indicates device was never inserted into a procedural sheath (sealant was not deployed). The sealant sleeve was loose and detached from the shuttle tube. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. A taper to taper tear was observed in the balloon. Shuttle down procedure simulated per mynxgrip instructions for use (IFU) and advancer tube was properly engaged to the tamp lock as intended. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 1 mm from the balloon proximal neck. A product history record (phr) review of lot f1821201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant was still in its manufactured position. However, a taper to taper tear was found on the balloon, which indicates that the balloon lost pressure during use. Since the returned device did not match the description of the event, the exact cause of the issue experienced by the customer and the balloon tear could not be determined during analysis. Based on the limited information available for review and the product analysis, access site vessel characteristics (although not provided), the condition of the procedural sheath (although not returned), and/or handling factors most likely contributed to the balloon loss of pressure reported since a calcified vessel, a frayed tip sheath or rapid inflation can cause damage to the balloon. This taper to taper tear usually occurs when pressure is applied in a rapid impulse action before the activation of the pressure relief valve can be observed; however, it can also occur when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). It is possible that this balloon tear led the customer to remove the device from the patient without deployment, and therefore reported it as failing to achieve hemostasis. According to the instructions for use (IFU), which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Additionally, the IFU also states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ after deployment of the sealant in the patient, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, there was no hemostasis when using the mynx grip device. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1821201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device code (B)(4), was used as there is no code available for failure to achieve hemostasis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no hemostasis when using the mynx grip device. There were no reported patient injuries.